Event description:
The patient experienced a loss of therapeutic effect. The device has never worked since implant and was not working. It was suspected that the ins was turned off and has not been turned back on. The ins was turned off during an EKG and she did not know why the ins was not turned back on. She was not receiving any follow up care. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v609427, implanted: (B)(6) 2011, product type lead. (B)(4).